Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that someone was hacking into the patient's device and causing the patient to have bruises on their body. The caller stated that the patient's stimulation is being adjusted by someone and it is hitting them. The patient reported the issue to their healthcare provider (hcp) who sent the patient to the hospital for a blood test, but the blood test showed that the patient "doesn't have any sickness that would be causing this issue." The patient was advised that programming of neurostimulators requires the programmer to be within a few inches of the device and it was unlikely that the device programming could be altered without the patient knowing it. The caller was advised to have the patient follow-up with their hcp and request a manufacturer representative (rep) to check the patient's system. The reported issue began one week prior to the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.